Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5304 and lot# 25105098 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02oct2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero pressure rated extension set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that they have had 4 patients this week who have had the end leurlock pop off of their IV pigtails resulting in patients bleeding everywhere and causing infection risk issues.